Event description:
Info received indicates the ground loss indicator is alarming.

Manufacturer narrative:
The tech found the ground wire was loose at the power cord plug. The tech tightened the ground wire to repair the bed.